Event description:
It was reported that a tear was noticed while attempting to insert the catheter for a venous-venous ECMO. A repair of the tear was performed. The patient expired. ECMO-extra corporeal membrane oxygenation. (B)(4).